Event description:
Patient states '"one of the previous tips of the wires stayed in my heart. I broke the second one (pacemaker) the program went bad, it was a st. Jude pacemaker. It was a real good one. But all of the sudden I started passing out. Something in the program broke. What they did is they turned it up to it's maximum. And then it ran the battery down, and then the said the wire just crumbled." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).